Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable plug end was repaired during the service call.

Event description:
The customer reported that the stenoscop system interconnect cable would suddenly disconnect. No pt injury was reported.